Manufacturer narrative:
Concomitant products: product ID 3998, lot# v118064, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported the patient had to turn the 'machine up to 8.5v to get it to work.' It was stated the patient used to have the device at 3.5v. It was noted the patient would get jolted when the device was turned on or when the settings were changed. It was added the patient's back had been hurting at the device location and was swollen. No trauma or falls were reported in relation to this event. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information stated the healthcare provider was aware of the patient's reported issues and they planned on doing a surgery to resolve the issue and find the cause of the jolting. The surgery had not yet been scheduled at the time of report, but it was stated the healthcare provider would follow up with any information following the surgery.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with her hcp. The patient had an appointment scheduled for (B)(6) 2013.

Event description:
Additional information received reported the patient's revision was scheduled for (B)(6) 2013.